Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully completed the reset, with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.